Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). After the MRI, the patients implantable cardioverter defibrillator (ICD) was in backup mode and there was diaphragmatic simulation. High voltage therapy was disabled in backup mode. Programming changes were made. The patient was stable throughout.